Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device displayed an e8 (system fault) error code. It was further determined that the device failed pretest for motor thermistor assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5 vdc line and connector body, no short circuit between sensor gnd and connector body and safety assessment. It was noted in the service order that the device was not working properly prior to surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.